Event description:
The user received a questionable high vancomycin result on the integra 400 plus analyzer for one patient sample. The user reported the patient sample was processed at another facility and they received an aliquot prepared from the primary sample tube collected from the patient for analysis. The initial random vancomycin result was 61.5 ug/ml. This result was reported outside the laboratory. The user said on (B)(6) 2010 they pulled the same sample randomly to run while showing someone how to operate the analyzer. The sample was repeated which resulted a vancomycin result of 21.1 ug/ml. The user repeated the sample a second time which resulted at 20.6 ug/ml. A corrected report was submitted with a vancomycin result of 20.6 ug/ml. The user said they received a second sample from this patient on (B)(6) 2010 which resulted a vancomycin result of 20 ug/ml. The patient was not affected by this event. The reagent lot number for vancomycin was 63035501. The field service representative found the photometer lamp cover was not seated correctly and rotor initialization check was inconsistent. He seated the lamp cover and replaced rotor drive belt. Performance tests were run which passed.